Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that two signal artifact monitor (sam) episodes were observed for this cardiac resynchronization therapy defibrillator (crt-d). This resulted in the minute ventilation (mv) feature being disabled, due to right atrial (ra) noise and oversensing. The noise and oversensing resulted in an inappropriate atrial tachy response (atr) episode, along with ra oversensing of right ventricular (rv) pacing. There were ra pace impedance measurements of greater than 3,000 ohms observed along with ra undersensing and low amplitude. Technical services (ts) discussed with the health care professional (hcp), performing isometrics and pocket manipulation in clinic as it was thought there might be a possible ra lead issue. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that two signal artifact monitor (sam) episodes were observed for this cardiac resynchronization therapy defibrillator (crt-d). This resulted in the minute ventilation (mv) feature being disabled, due to right atrial (ra) noise and oversensing. The noise and oversensing resulted in an inappropriate atrial tachy response (atr) episode, along with ra oversensing of right ventricular (rv) pacing. There were ra pace impedance measurements of greater than 3,000 ohms observed along with ra undersensing and low amplitude. Technical services (ts) discussed with the health care professional (hcp), performing isometrics and pocket manipulation in clinic as it was thought there might be a possible ra lead issue. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted due to a product performance issue. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that two signal artifact monitor (sam) episodes were observed for this cardiac resynchronization therapy defibrillator (crt-d). This resulted in the minute ventilation (mv) feature being disabled, due to right atrial (ra) noise and oversensing. The noise and oversensing resulted in an inappropriate atrial tachy response (atr) episode, along with ra oversensing of right ventricular (rv) pacing. There were ra pace impedance measurements of greater than 3,000 ohms observed along with ra undersensing and low amplitude. Technical services (ts) discussed with the health care professional (hcp), performing isometrics and pocket manipulation in clinic as it was thought there might be a possible ra lead issue. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that the ra lead was surgically abandoned and replaced, and this crt-d remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. Correction to complaint summary, MDR decision back to malfunction and coding, as this device remains implanted/in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to complaint summary, MDR decision back to malfunction and coding, as this device remains implanted/in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that two signal artifact monitor (sam) episodes were observed for this cardiac resynchronization therapy defibrillator (crt-d). This resulted in the minute ventilation (mv) feature being disabled, due to right atrial (ra) noise and oversensing. The noise and oversensing resulted in an inappropriate atrial tachy response (atr) episode, along with ra oversensing of right ventricular (rv) pacing. There were ra pace impedance measurements of greater than 3,000 ohms observed along with ra undersensing and low amplitude. Technical services (ts) discussed with the health care professional (hcp), performing isometrics and pocket manipulation in clinic as it was thought there might be a possible ra lead issue. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that the ra lead was surgically abandoned and replaced, and this crt-d remains in service.